Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and inspection. And the customers allegation of the scope clogged was confirmed. Further inspection findings are as noted: (a.) The bending section cover was separated, (b.) The objective lens was chipped, (c.) The bending angulations were out of specification, (d.) The universal cord buckled, (e.) The plug unit was damaged, (f.) And scope body seal separated. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope was clogged. It is unknown, when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During incoming inspection, it was found that air/water channel was clogged. It was impossible to remove the clogging material from the channel, making visual identification of the material difficult. This report is being submitted for reportable malfunction found during evaluation.